Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'failed downstream occlusion test' which were not reproduced. Evaluation determined that the cause was the force sensor due to the readings being 1500 with a loaded set. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced failed downstream occlusion test. This occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.